Manufacturer narrative:
Batch review performed on 15 january 2021: lot 092047: (B)(4) items manufactured and released on 08-oct-2009. Expiration date: 2014-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: cup: versafitcup 01.26.54mb acetabular shell ø 54 (k083116) lot. 092877. Batch review performed on 15 january 2021: lot 092877: (B)(4) items manufactured and released on 08-mar-2010. Expiration date: 2015-01-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: versafitcup dm 01.26.2854m double mobility liner ø 54/28 (k083116) lot. 092875. Batch review performed on 15 january 2021: lot 092875: (B)(4) items manufactured and released on 12-jan-2010. Expiration date: 2014-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery about 10 years and 9 months after primary for stem loosening and high level of suspicion of cup loosening with eccentric polyethylene abrasion.